Event description:
The hearing performance with the device is affected.

Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.